Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mom reported via phone call that customer experienced low blood glucose level. Insulin pump also had a blank display. The customer was assisted with troubleshooting and the display did not return. Customer's blood glucose value was 49 mg/dl at the time of the incident. The customer was treated with glucose. Product will not be returned device for analysis